Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the si illuminator a to correct the reported problem. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed/replicated. Visual inspection found a bad fuse and dusty fans. Error 48238 presented in the system logs. The unit was installed into the printed circuit assembly (pca) system and it failed to power on with an error 48238 displayed on screen. The root cause is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication procedure, screens went black on the surgeon side console (ssc) and the vision side cart (vsc) monitors. The customer contacted dvstat technical support engineer (tse) to report the issue. The customer reported that a 48238 error occurred and that they recovered. The tse recommended that the customer removed instruments and power cycled the system, and the system powered up and faulted with error 297. The tse recommended checking the power cord, communication cable, and checking that the circuit breaker on the illuminator was in the on position. The system powered up again with 297 errors. The tse recommended system power cycle with vsc circuit breaker cycle. The system faulted with 297 on power up. Tse recommended informing the surgeon that the illuminator isn't working and an option is using a third party light source. The surgeon opted to convert to a laparoscopic procedure. The tse also recommended that the customer bring in a vsc from other da vinci si system but the customer stated that it would be too much work. The procedure converted to a laparoscopic surgery. There was no reported injury. On 5-mar-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: there is no report of patient harm or injury due to procedure conversion.